Manufacturer narrative:
The investigation for the reported issue has been completed. Product was visually inspected, and no abnormalities were found. Product was then connected to the automated impella controller (aic) and fluid was run through the pump. A leak was observed to be coming from the sidearm filter. This is indicative of a damaged sidearm filter. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a purge leak originating from a damaged purge filter. There was no reported harm or injury to the patient and the device was successfully weaned and explanted.